Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints was conducted as an action from CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, ECG testing, and stress testing without duplicating the customer's report. The pads and multifunction cable were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached to the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.